Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4 )has been completed. The reported problem (belt failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The electrode belt's trunk cable connector was pulled from its housing. The root cause for the pulled connector could not be positively identified was likely physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.